Event description:
When the circulator hooked up the versajet handpiece, the saline did not flow through the tubing when the pump went on. The circulator squeezed the saline bag, which enabled the machine to prime the tubing. The attending surgeon began using the versajet handpiece but stated she needed a new handpiece because it "would not debride". The handpiece was removed from the field and a new one was opened.